Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The vessel sealer extend (vse) instrument was found to have loose grip cables in the housing at the proximal end. The loose grip cables in the housing likely caused the grips at the distal end to not open and close. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and initialization tests. The grips did not open or close. Additional observation related to the customer reported complaint: the instrument was found to have a dislodged back end pulley. The back end pulley and associated pin rod were dislodged at the proximal end in the housing. The dislodged components keep tension on the grip cable at the proximal in the housing.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the jaw of a vessel sealer extend (vse) instrument was not opening properly. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The issue was discussed with manufacturing engineering, and it was assessed that due to the loss of tension because of the loose grip cable, there is nothing to hold up the pulley that got dislodged. Grip cable can come loose due to component susceptibility to damage during use and can also be due to improperly tightened grip clamping pulley screws during manufacturing. No loose screws were found. The finding of dislodged backend pulley being related to the loose grip cable was confirmed.